Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit will not charge was confirmed. The sr8 was received with physical damage noted. The sr8 was powered on at 77% battery life and when unplugged from the ac adapter the sr8 shuts down. The root cause of the reported issue is an internal battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, unit will not charge. On (B)(6) 2020 - sample evaluation confirmed battery abrupt shutdown.